Event description:
Subsequent to the previously filed medwatch report, additional information was received reporting that the patient experienced a myocardial infarction on (B)(6), 2011 which was prior to implantation of the xience v stents.

Event description:
It was reported that on (B)(6) 2011, percutaneous coronary intervention was performed on the patient's left anterior descending (lad) artery to treat the patient experiencing a myocardial infarction with symptoms of chest pain/angina. There was thrombus present in the artery with mild tortuosity and moderate calcification, which was removed prior to stenting. No predilatation was performed prior to two xience v stents (23mm and 28mm length) being implanted in the lad lesion. Post procedure, about 30 minutes after the patient was transferred to the intensive care unit, the patient complained of chest pain and the patient was returned to the cath lab. Ck values were measured and found to be abnormal. Thrombosis was confirmed by angiography, and thrombus aspiration was performed. After treatment, the patient's condition recovered and no remaining thrombosis was noted. The patient was placed on anti-thrombotic medicines including panaldine and bayaspirin. A new episode of thrombosis was observed on (B)(6) 2011 and treatment was performed via thrombosis aspiration, plain old balloon angioplasty and placement of an intra-aortic balloon pump. Angiography was performed, however, no abnormality was detected. On (B)(6) 2011, the patient expired due to a choking episode. There were no q wave abnormalities and no relationship of the patient death to the previous myocardial infarction; however, the physician could not say that the death was not related to the xience v implant since a test for allergies was not performed. No autopsy was performed. No additional information was available.

Manufacturer narrative:
(B)(4). Myocardial infarction is a known adverse event as listed in the xience v instructions for use.

Event description:
Subsequent to the initial medwatch report, a possible myocardial infarction was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation the 3.0 x 23 mm xience v is being filed under a separate medwatch MFR number. Reportedly, no pre-dilatation was performed. It should be noted that the xience v instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred periprocedurally. There was no reported product deficiency. Angina, thrombosis, and death are known adverse events as listed in the xience v IFU. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.